Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (faults) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, there was contamination on the pca board and battery cells. The cause of the faults is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was producing faults.